Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and a flail. Two clips were implanted, reducing mr to a grade of 1-2. At the one month follow up appointment, echocardiography showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions and due to prolapsed posterior leaflet and a flail. Recurrent mitral valve insufficiency/ regurgitation appears to be related to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one echocardiographic still image of a 3d en face view of the mitral valve was provided. In the image, two clips can be visualized with the lateral clip presenting with a clear detachment from the posterior leaflet (single leaflet device attachment, slda). The medial clip is confirmed to be attached to both leaflets. This confirms the reported slda. There are no other observations based on the image provided.¿